Manufacturer narrative:
(B)(4).

Event description:
The patient developed a (B)(6) infection following implant and as a result the device was explanted. Due to the patient's age and health he was not planning on getting another device. Further information is being requested from the hcp.